Manufacturer narrative:
The reported complaint of a leak could not be confirmed. Without the return of the sample or photo/video a comprehensive review cannot be performed, and a probable cause cannot be determined. Lot history review was not conducted as no lot number was provided.

Manufacturer narrative:
The device is available for evaluation: it has not been received. The investigation is pending.

Event description:
The event involved a 8" (20 cm) appx 0.38 ml, smallbore bifuse ext set w/2 microclave¿ clear, 2 clamps (white, blue), luer lock. It was reported that the patient had medications running through a bifurcate on his double lumen peripherally inserted central catheter (PICC). A nurse assessed lines during morning handoff and checked connections. All connections were tight and connected correctly. The patient called out stating that his IV was leaking on him. Nurse returned to the patient's room and found that the bifurcate IV line running tacrolimus was broken. The bifurcate tubing was ripped right below the hub. There was no reported patient harm.